Event description:
It was initially reported on (B)(6) 2011 that the mayfield modified skull clamp slipped from left to right while on the patient's head. Surgery was completed without any problems. There was no patient injury. On (B)(6) 2011, additional information was received that the clamp moved even with the 80 pounds of pressure and the tightening handle having the necessary pressure. The two parts of the clamp wiggled more than usual. No problems/damage were experienced on the patient. There was "no slips." The length of time the clamp was in use before the event occurred was about four hours. No sterotaxy device was used. The patient was initially positioned prone and was no repositioned during the surgery.

Manufacturer narrative:
Based on the reported information and evaluation of the returned product, the findings were as follows: when the clamp was put under pressure, the reported incident of slippage could not be duplicated. The 80 pound torque knob tested good under pressure. The ratchet extension arm had no visible cracks. The lock had a little rotational movement and but this would not have caused the slippage. The large starburst teeth showed some wear but were still functional and this would not have caused the slippage. The rocker arm passed the go nogo gage. All other components were functional. General maintenance and cleaning were required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.